Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a serial readout and sent it to livanova (B)(4) for evaluation. No failure was identified on the reported event date. The pump was found to be working correctly. The customer reported that they believe the issue may have been caused due a mistake by the perfusionist. As the issue could not be confirmed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set-up. There was no pt involvement.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.